Event description:
On (B)(6) 2005, had 2 lap bands placed (inamed) all was fine for around three and a half years. Then dilation of my pouch. Reflux started, took otc reflux meds for several years. Then 3-4 months ago waking up gaging and coughing. Reflux. Had edg which showed my band was so tight, hardly anything could pass. On (B)(6) 2013 band removed. Surgeon said so much scar tissue around band, took 1 hour to remove around my stomach. Also developed hernia from pressure.